Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, catalog number 0123680, lot number 43hnd310 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2005, the patient underwent an additional surgery for a recurrent left flank incisional hernia, in which her doctors noted that several areas of the mesh were compromised and lifting off the sidewall. As reported, the patient's doctors also noted that the mesh was significantly adherent to the anterior and lateral wall. It is alleged that on (B)(6) 2013, the patient had surgery to remove the mesh, which had become infected. As reported, it was again found to have significant adherence, this time to the left colon as alleged, the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, catalog number 0123680, lot number 43hnd310 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2005, the patient underwent an additional surgery for a recurrent left flank incisional hernia, in which her doctors noted that several areas of the mesh were compromised and lifting off the sidewall. As reported, the patient's doctors also noted that the mesh was significantly adherent to the anterior and lateral wall. It is alleged that on (B)(6) 2013, the patient had surgery to remove the mesh, which had become infected. As reported, it was again found to have significant adherence, this time to the left colon. As alleged, the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with left flank incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per operative notes, "the area of hernia was noted in the mid position, the defect was cleared. The left colon was peeled from the area and rolled over medially. A piece of composix e/x mesh was placed over the entire defect and tacked with staples." (B)(6) 2004 - patient was diagnosed with recurrent left flank incisional hernia thereby underwent open hernia repair with the implant of synthetic mesh (prolite). Per operative notes, "extensive scarring and the previous mesh was noted which appears to be lacking support. A plane was created between external and internal oblique layers and the mesh was placed in-between secured with steel fixation rings" (B)(6) 2005 - patient was diagnosed with recurrent left flank incisional hernia thereby underwent laparoscopic hernia repair. Per operative notes, "the mesh was adherent to the anterior and lateral wall. Significant amount of adhesions were noted and removed. Several areas of mesh were lifting off the sidewall. Two tackers were used to reinforce the mesh" (B)(6) 2013 - patient underwent laparoscopic repair. Per operative notes, "no hernia was identified on the left flank. Significant adherence of left colon to the mesh was noted. The laparoscopy method was quit and umbilical defect was closed with sutures." (B)(6) 2013 - patient was diagnosed with abdominal abscess. (B)(6) 2013 - patient was diagnosed with infected intra-abdominal mesh (clostridium difficile) thereby underwent removal and resection of left colon. Per operative notes, "the left colon was removed from the mesh. The abscess cavity was noted. The colon was resected. The mesh (composix e/x) was removed completely from the sidewall." Attorney alleged that the patient had abscess, infection, mesh migration, mesh shrinkage, pain and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 6 months post implant of composix mesh e/x, patient was diagnosed with bacterial infection, hernia recurrence, abscess, abdominal pain, adhesions and scar tissue thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.